Event description:
On 12/10/1999, pt presented for a transurethral microwave thermotherapy treatment. Probe was inserted into pt's urethra and prostatron successfully calibrated. As the cooling phase was initiated but before microwave energy was delivered, physician noticed that water was leaking out of the pt's penis. Location of the leak was not noted. The probe was replaced and a second catheter was used to complete the treatment.